Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, he had poor vision and he was unhappy with cataract surgery outcome. He had several 2nd opinions and was told most recently he has corneal aberrations and will need to be fit with a hard, large diam contact lens to correct his vision. He had a yag laser without any visual improvement. Additional information was requested and received from consumer stating, he had consulted contact lens specialist who was trying to provide a large, hard lens with a prescription that will allow to see. So far it was not too encouraging.